Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report.

Event description:
Customer reported that the clear plastic ring on the hub of the 14fr dilator has become separated from the dilator during dilator removal from the peel away sheath. The physician has then removed the peel away sheath at the completion of the implant with the clear ring still attached. She has then separated the two in order to peel away the sheath but the clear ring has then been left over the impella catheter itself and needed to be cut off. Unclear if it was physically broken during implant or manufacturing error.